Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's pressure sore was confirmed. The patient reported a pressure sore on the left side under the therapy electrode (te) pad. There is no alleged device malfunction. The patient's physician prescribed a hydrocortisone cream for the sore. Follow-up indicated that the pressure sore was improving.